Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an initial implant procedure, a right ventricular (rv) lead was positioned, tested, and secured to the I mplantable cardioverter defibrillator (ICD). Testing through the device revealed high pacing impedance. The lead was removed from the connector block, repositioned, and would not go through the connector block. The device set screw was backed out and reattempted but the lead would still not go through the connector block. The ICD was removed and a new device was connected with the same results, so the physician decided to implant a new rv lead. The new lead went through the connector block with no issues and was ultimately positioned, tested, and implanted without incidence. It was felt that there was a connector pin issue with the original lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.